Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of the vitrectomy instrument failed during the cutting process of vitrectomy surgery. The procedure could no longer be completed correctly. The surgery was completed on same day, after replacing the product. There was no information about patient impact.